Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that parts other than the connector detached during use. The exact location of the detachment is unknown. Since the nurse was beside the patient when the event occurred, the nurse was able to treat immediately and blood leakage was not observed. There were no patient complications reported.

Manufacturer narrative:
One dpt-vamp flex kit with IV set and pressure tubing was returned for evaluation. The customer report of detached tubing issue was confirmed. As received, pressure tubing was detached from distal tubing male connector. Bond indication was observed on inserted portion of the detached tubing. No other visible inconsistency was observed from returned kit. During the execution of the engineering evaluation process it was identified that the returned device is manufactured by infus, a third party manufacturer, and these devices are not processed internally in the edwards manufacturing process. Therefore, an investigation was performed by the supplier of the unit. Per infus' investigation, it was suspected that bent force and/or tensile force, which exceeded the bond strength, were applied to the tubing, then the bond joint came off and the tubing became detached. However, root cause could not determined during their investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.